Manufacturer narrative:
Quality control (qc) level 1 was initially out of range on (B)(6), but upon repeat, was in range. A system check failed with imprecision in the washed portion. On (B)(6) 2009, the field service engineer replaced precision pump/valve for reagent pipettor #2 and verified instrument performance. The low results were not isolated primarily to reagent pipettors #2, but were dispersed among all four reagent pipettors. On (B)(6) 2009, the field service engineer adjusted temperatures on all reagent, verified ultrasonic frequencies and voltages. Identified carryover on pipettors 2 and 4. Performed all verification procedures to include required pipettor matching and low volume matching routine. Root cause not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This is event 3 of 6 reported by this customer. The related mdrs are: 2122870-2011-06145, 2122870-2011-06146, 2122870-2011-06147, 2122870-2011-06148, 2122870-2011-06149; 2122870-2011-06150.

Event description:
Customer reported erroneous low access free t4 (thyroxine) test results were obtained for 6 pt samples when using the unicel dxi 800 access immunoassay system. The erroneous low test results were reported out of the laboratory and were questioned by the physician. Repeat analysis was performed at another laboratory using a unicel dxi 800 access immunoassay system. The test results were in the normal range. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to pt management. This is event 3 of 6 reported by this customer. An MDR was filed for each of the 6 pts.